Manufacturer narrative:
(B)(4). Current information is insufficient to permit a conclusion as to the cause of the event. The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that an instrument broke during surgery. The fracture caused no delay and none of the instrument fell into the patient.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned tasps found signs of repeated use from multiple dents and gouges. A fracture was noted around the post. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.